Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. The customer changed the infusion set and reservoir 3 times and the no delivery alarm was resolved after changing the third reservoir which was from a different box. The customer stated that she was trying to push the insulin back into the vial but it won't push back through. She used the transfer guard from the 2nd box of reservoirs and was able to push the insulin back into the vial. Blood glucose value was 175 mg/dl. She mentioned she woke up with high blood glucose and treated with a manual injection. The product would be replaced and returned for analysis.

Manufacturer narrative:
Evaluated 3 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector and performed manual prime. Visual fluid flew through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Also inspected transfer guards 1 of 3 transfer guards found with loose needle, 2of 3 passed.